Event description:
It was reported that the patients right ventricular (rv) lead was exhibiting high thresholds. The lead has been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model: vedr01, ipg; implant: 2008 (B)(6). (B)(4).